Event description:
The customer reported that the nav-ring was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer requested the service report. The remote service engineer (rse) downloaded the service report and emailed it to the customer per their request. The rse noted that there was no troubleshooting performed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A review of the affected serial number (sn: (B)(6)) was performed, and it was determined that the device was previously linked to another complaint, the customer had contacted philips on 06jan2022, and reported that the nav-ring was not working. The repair for the device was then performed 18feb2022. As the issue had previously been reported and a repair was performed; clarification was requested from the customer to determine if they were experiencing any further issues with nav-ring. However, per the customer response, they were unable to provide any further details. After further review, the record was closed after the customer was provided with the work order. No further actions were performed, and no additional repairs were documented for the event. The system status was listed as, "the system meets the specification for the performed service and is returned to use."